Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was displaying the "battery indicator". The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that the alleged issue began on (B)(6) 2011 at 5:30am. The patient stated that she manages her diabetes with a combination of medications: 160units of lantus, humalog (sliding scale) and 1.8units of vitoza, and immediately took half of her dosage of lantus, 80units, in response to the reported issue. The patient denied developing any symptoms but did inform the cca that (B)(6) 2011 at 7:15am, she was taken to the hospital and was given the "other half of her insulin and crackers and juice". During troubleshooting, the cca determined that the batteries needed replacement. Replacement products were sent to the patient. Although the patient denied developing any symptoms, this complaint is being reported because the patient received medical treatment after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.